Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v040902, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # v020235, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that recharging took 6 plus hours and the patient would go from all black bars to no black bars if they moved a centimeter. It was noted that the patient declined a trickle charge prior to explant. Actions required as a result of the event were explant and replacement. Additional information received reported there would be a revision/replacement of spinal cord stimulator leads and generator. The reason for the revision was that the current system was not functional. The re-implanting was to occur in september.

Manufacturer narrative:
Final device analysis for ins (B)(4) revealed no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.